Manufacturer narrative:
If informaion is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The product was returned for evaluation without its original packaging. Upon visual inspection, it could be observed that the device is jamming when closing the handle. Some marks of sterilization can be observed. The inner shaft was removed, there are friction marks on the tip. During manufacturing process there is a stage where each shaft is matched exactly to its counterpart and then, they are assembled as one final product. The parts are not interchangeable. There is an inspection of 100% of the product for functionality by using a suture for the inspection and the smoothness of the movement between the two moving parts; final inspection report (opf-0184) which includes the functional test. A manufacturing record evaluation was performed for the finished device lot number: 21c08, and no non-conformances were identified. According with the visual and functional tests, this complaint can be confirmed. It is possible that during the sterilization process of the device, the inner shaft could have been interchanged from another cord cutter while being reassembly creating a jamming condition between the inner shaft and its housing. As per IFU: while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the handle on the cordcutter device became out of order. During in-house engineering evaluation, it was determined that the device was jamming when closing the handle. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.